Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump was taking a long time to charge. Reportedly, the customer left the pump plugged in for 3 hours to resolve the issue. There was no impact to the customer¿s blood glucose.